Event description:
It was reported that a pasv vaxcel port was placed for therapeutic purposes. In 2004, the distal end broke off the catheter and was removed from the pt's heart. The catheter was removed. The port was removed and was replaced.